Manufacturer narrative:
The complaint can be verified. The menu and check buttons do not respond. There are particles inside the housing of the menu and check buttons, and these particles isolate the area of contact inside the button housing.

Event description:
Patient reported the menu button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.